Event description:
The reporter stated that the surgeon was inserting a cq2015 three piece collamer lens into the patient's eye and noticed the lens haptic was bent. The lens was removed and replaced with another model lens with no patient injury.